Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for degenerative disc disease and non-malignant pa in. The patient stated that they were travelling on (B)(6) 2017 and noticed that their ins stopped working or was not on. They finally got home on (B)(6) 2017 and pulled out their patient programmer and saw an informational power on reset (por) screen. They noted that while travelling they drove through a blasting area with a 3 mile radius in which people lost all access to their cell phones. It was reviewed that it could not be determined if this was the cause of the por or not. The patient stated that they fully charged their device last wednesday. During the report the por was successfully cleared, therapy was turned back on and was adequate. The patient was redirected to follow up with their healthcare professional (hcp) if they are concerned and want to know the cause of the por. There were no patient symptoms reported and no complications reported.